Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge using the correct technique, but the issue persisted with the cartridge alarm recurring. Since there was no warranty left on the pump, the customer planned to contact their health care provider for a replacement pump.